Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, the clips came out not properly from the instrument, they were bent. The procedure was proceeded. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the clip applier noted the distal end of the shaft housing was bent. Functionally; the bent shaft may prevent the proper removal of the cartridge. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur if the instrument is mishandled during application or sanitizing causing the shafts to bend. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.